Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported that a knife, which originated from packaging that was different than before, was dull during surgery. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
One empty, opened knife blister package was received by manufacturing. No actual knife sample was returned for this complaint. The returned blister package was visually inspected per facility procedure and was found to be conforming to specification with correct labeling for this product. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the provided lot number for the reported issue. The returned, empty blister package was found to be conforming with the correct labeling information for the reported product. The actual knife sample was not received, therefore a root cause cannot be determined for why the customer felt that the packaging had been changed as described. As no knife sample was returned, the root cause for the report of dull blade cannot be determined. The exact root cause for this complaint is unknown, therefore specific action with regards to this complaint cannot be taken. These complaints will be reviewed and monitored at regular intervals for future trends. No additional action is required at this time. (B)(4).